Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because the patient vessels were small to place the impella 5.5 and they were successful in implanting impella cp. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59 year-old male with cardiogenic shock and acute myocardial infarction was to be implanted with an impella 5.5 device for mechanical circulatory support. Attempts to implant the device were unsuccessful due to the small size of the patient's vasculature. The implant was subsequently aborted, and a an impella device cp was placed. No patient harm has been reported.